Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/16/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Dare of event - exact date of event is unknown, best estimate is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00, 21.5 diopter intraocular lens (iol) was explanted due to unexpected postop refraction. It was indicated that diagnostic tests suggested implant power was incorrect and the lens was replaced with another one. There was no incision enlargement and no sutures required. There was no capsule tear and no vitrectomy was performed. There was no patient post-op injury reported. No further information was provided.